Event description:
It was reported that the external pulse generator had a broken atrial connector. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the atrial connector was broken. Analysis also found that the upper case, side bail covers and battery drawer were broken, that the lower case was broken and contaminated, that the battery release and lead flex cover were contaminated and that the battery contacts were compressed. All found defective parts were replaced. (B)(4).